Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to skin necrosis and erosion. Additional information indicates that the remnant lead was exposed from the skin. There were no additional adverse patient effects reported. The rv lead was surgically abandoned.